Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322 caused by a loose upper latch switch bracket screw. As a result, the upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
A system error 322 alarm was found in the history log of a pump that was evaluated during a site visit. Any patient involvement, injury or medical intervention is unknown.